Event description:
The customer contact reported during testing at the user facility the secondary speaker did not sound an audible alarm tone. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device had no audible sound from the secondary speaker. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.